Event description:
Patient implanted with prodisc-l at l4-l5 on an unknown date, subsequently returned to operating room for implantation of screws, locking caps and rods on an unknown date. Patient returned to operating room again for explant rods, screws and locking caps and revised to two levels with xlif and four levels with posterior construct with screws and rods on (B)(6) 2010. Prodisc-l was not explanted. Reason for multiple revisions is unknown at this time. This is the 5th of 13 reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. The information does not reasonably suggest a relationship between this event and reason for recall.